Manufacturer narrative:
The joint remains implanted, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 1032347-2015-00365.

Event description:
Through the tmj clinical study when asked for any additional diagnoses given during the patient's follow up period, the patient reported she has been diagnosed with trigeminal neuralgia/paralysis. No medical records have been received and the diagnoses has not been confirmed by the physician's office at this time.